Event description:
The complainant reports an under delivery. The patient receives a total of 850cc per day at the rate of 50cc/hr over a period of 17 hours. It was discovered at 5:30 pm that the feeding bag remained full.

Manufacturer narrative:
(B) (4); missed feeding. (B) (4): the device reported, list number 55238, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55238, that is marketed domestically.